Manufacturer narrative:
Additional information was provided by the customer. The patient's second sample from (B)(6) 2013 was the sample that was repeated on the siemens centaur and the beckman coulter analyzers.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) result for one patient, (B)(6), on their e602 analyzer. The patient's initial ft4 result was 47.96 ng/l. The repeat ft4 result was 46.17 ng/l. The patient's initial ft3 result was 9.46 pg/ml. The patient's initial tsh result was 1.42 miu/l. On (B)(6) 2013, the patient had another sample drawn. The ft4 result was 34.07 ng/l. The ft3 result was 7.72 pg/ml. The tsh result was 1.06 miu/ml. The discrepant results were reported to the physician in charge of the patient who did not trust the results and asked the patient back since ft4 results did not fit the clinical picture of the patient. The patient was analyzer with a siemens centaur and a beckman coulter analyzer. Information on which of the above samples or whether either of the above samples were repeated on the other analyzers was requested but not provided. On (B)(6) 2013, the beckman ft4 result was 1.17 ng/dl, the ft3 result was 4.0 pg/ml, and tsh result was 1.21 uu/ml. On (B)(6) 2013, the siemens ft4 result was 15.3 ng/l, the ft3 result was 3.0 ng/l, and tsh result was 1.84 mu/l. No action was taken and there were no adverse events based on the discrepant results. The ft4 reagent lot number was 169825. The expiration date was requested but not provided. The ft3 and tsh reagent lot numbers and expiration dates were not provided. A patient sample was returned for investigation. An elevated ft4 result was obtained with the previous ft4 reagent, but the customer's results could not be reproduced with the new ft4 reagent. No differences were seen in the ft3 and tsh results.

Manufacturer narrative:
Patient sample was provided for invetigation. A root cause could not be determined. An interfering factor causing the elevated ft4 results could be excluded. The high values seen by the customer could not be reproduced.